Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor non-functional. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was not confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor non-functional failure of p/n: emax2plus, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(4) (engineer, (B)(4) and the reported event was not confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
We had two mako robot shut down on (B)(6). A bad anspach motor (part no. Emax2plus s/no. (B)(4) blew the two good anspach integration packaging assy (209780 & 207558) and one cpci motion control. The bad anspach motor was one of the back order items of the rio system (stryker so 235729), it was sent via (B)(6) on (B)(6) 2017. We received this motor and stored it at the warehouse until we used it on the surgeries held on (B)(6) 2017. So this bad motor is actually a doa motor.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We had two mako robot shut down on (B)(6). A bad anspach motor (part no. Emax2plus s/no. (B)(4)) blew the two good anspach integration packaging assy ((B)(4)) and one cpci motion control. The bad anspach motor was one of the back order items of the rio system (stryker so (B)(4)), it was sent via (B)(4) on apr. 21, 2017. We received this motor and stored it at the warehouse until we used it on the surgeries held on (B)(6) 2017. So this bad motor is actually a doa motor.